Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A failed suture needle was submitted for evaluation. The component was identified as product code (B)(4). A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of predominantly microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: the patient demographics: age, weight, bmi at the time of the index procedure. Patient information is unknown. Date of the index surgical procedure (B)(4) 2018. What was used to grasp the needle? Needle holder. Where was the needle grasped prior to the needle breakage (i.e., swage, central portion of needle)? Followed IFU. What tissue was being approximated / sutured when the needle broke? Skin did the patient¿s post-op care change (i.e., additional antibiotics, prolonged hospitalization) as a result of the prolonged surgical time? It prolonged about 1 hour in what tissue / structure was the needle retained? Unknown. How large is the retained piece, i.e., is it the tip of the needle, is it 1/3, is it more than 1/2 of the needle? Please refer returned sample. Have any follow-up xrays been performed to locate the needle? Yes, but still failed to find the broken piece. Are there any plans to remove the needle?. If yes, please indicate the date. Unknown. Will the actual device involved in the event be returned for evaluation? Yes. Please clarify lot number involved. Lot number provided mb2308 is invalid for product code (B)(4). Unknown. Will any representative samples be returned for evaluation? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Needle quality. What is the patient¿s current status? Stable

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographics: age, weight, bmi at the time of the index procedure date of the index surgical procedure what was used to grasp the needle? Where was the needle grasped prior to the needle breakage (i.e., swage, central portion of needle)? What tissue was being approximated / sutured when the needle broke? Did the patient¿s post-op care change (i.e., additional antibiotics, prolonged hospitalization) as a result of the prolonged surgical time? In what tissue / structure was the needle retained? How large is the retained piece, i.e., is it the tip of the needle, is it 1/3, is it more than 1/2 of the needle? Have any follow-up xrays been performed to locate the needle? Are there any plans to remove the needle? If yes, please indicate the date. Will the actual device involved in the event be returned for evaluation? Please clarify lot number involved. Lot number provided mb2308 is invalid for product code (B)(4). Will any representative samples be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent c-section on (B)(6) 2018 and suture was used. The needle broke and fell inside of the patient during sewing of the skin. Much time was taken to search for the broken piece in the patient¿s body by x-ray. It was reported they failed to find the needle and the surgeon had to close the procedure. The procedure was prolonged about one hour. The patient current condition is reported as stable. Additional information has been requested.